Event description:
The facility returned the device for service. During service the baxter repair technician noted failure code 810:04 on channel b and in the event history. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17, 2007. Evaluation summary: the condition of fail code 810:04 was confirmed in the event history to be on channel b. This fail code was caused by a need to verify the air in line printed circuit board calibration. The air line printed circuit board calibration was verified and it was found to be within specification and could not be duplicated. No action was taken. This issue has been addressed.